Event description:
It was reported that during a duodenal procedure, when the device was fired no staples were deployed. There were no patient consequences. Case completed with a linear cutter since it was already opened. Unknown if the device will be returned.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: is the device available for return? If yes, please provide a contact name and mailing address for the return kit. Yes.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60b device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.